Event description:
It was reported by the customer's father that the customer had a motor error alarm on the insulin pump. Caller stated that they did not deliver the full bolus, so the battery was changed. Customer's father stated that when he pressed the esc button, it showed a motor error. Customer's blood glucose level was 22 mmol/l. Customer does not use the sensor feature on the pump. Caller stated that they are able to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer does not have a back-up plan. Customer's father is going to see a health care professional today to get a manual injection/pen until he received the replacement pump. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.